Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via medwatch number: mw5092269 that a female patient who underwent an unspecified breast augmentation with two 380cc mentor smooth round high profile saline breast implants has experienced unexplained systemic symptoms postoperatively, including chronic pain in bones (arms, legs, and hands), nausea, migraines, petit mal seizures, brain fog, weakness, hair loss, anxiety, insomnia, chronic fatigue, numbness, vertigo, and chronic inflammation. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent explantation on (B)(6) 2019. The patient reported significant improvement post explantation. This medwatch report is for the second of two implants.

Manufacturer narrative:
On (B)(6) 2020, a manufacturing record evaluation (mre) was completed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).